Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was respiratory failure. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in apr 2011. The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. Verification of the device pneumatic system identified no leaks and all pressures were found to be correct and stable. The device passed the seal, purge, and wet disposable integrity test and a simulated therapy was completed successfully on the device. A review of the device history revealed no nonconformities, failures, reworks or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, no malfunction or abnormalities were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.